Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) grade 4. The clip delivery system (cds) was advanced to the mitral valve. Clip deployment was started; however, the gripper line could not be removed. After multiple attempts of unsuccessful troubleshooting, the decision was made to break gripper line cap to expose gripper lines; the gripper line was safely removed this way. The clip was implanted but mr remained unchanged. The clip remained secure on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure. The patient remained stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. The reported patient effect of unchanged mitral regurgitation as listed in the mitraclip g4 system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported mechanical jam (gripper line ¿ inability) could not be determined. The reported mitral valve insufficiency/regurgitation (unchanged mr) was likely due to the clip placement on the leaflets therefore due to procedural conditions as the mr remained unchanged after this clip was implanted. The reported unexpected medical intervention was a result of case specific circumstances as the gripper line cap was broken to access the gripper lines. There is no indication of product issue with respect to manufacture, design or labeling.